Event description:
It was reported that unable to connect the bronchofibervideoscope to the stack, and displayed an unspecified error code. The issue occurred during an endobronchial ultrasound (ebus) procedure while device was inside the patient. The procedure was completed with an olympus back-up device with delay of less than 30 minutes; there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following additional reportable malfunctions were identified during the device evaluation: scope-connector and ultrasonic connector were sticky due to water leakage. Based on the results of the investigation, and since the customer reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the probable cause and root cause of the additional reportable malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.